Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks for ventricular tachycardia (vt) and ventricular fibrillation (vf). Per physician report, the patient was in the intensive care unit at the hospital and was at increased risk of additional arrhythmias due to a mycardial infarction. Upon interrogation, it was found that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. However, current therapy delivery was unaffected, and a significant reserve capacity was noted. Device replacement was recommended. Further information was received that this patient died a few days later as a result of the mi. It is unknown if the device was explanted post-mortem; however, at this time it has not been received by boston scientific. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.